Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was chipped, rigid tube was dented, charged couple device is defective. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused by stess. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced that the distal end is bending during service / maintenance. There were no reports of patient involvement.